Manufacturer narrative:
Some information previously captured here has been moved to regulatory report #3004209178-2020-00393 based on additional information received. This description is meant to completely replace what was previously captured in this report. Product ID: 3889-28, lot# va1ggqk, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Method/results/conclusion: only these codes now apply to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead shifted from its initial location and they had it replaced. Initially, they tried to reprogram it, but it was unsuccessful and caused more nerve pain. It was later reported that they had a lead revision in 2018 because the patient lost weight and the lead moved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1ggqk, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient came to the office on (B)(6) 2019 the rep noted that if the lead migrated it was minimal.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ggqk, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell on their sacrum a couple days before the report and caused the ins to shift. This was the second time it shifted from its initial location and last time this happened they had it (lead) replaced. They tried to reprogram initially but it was unsuccessful and caused more nerve pain. At this point the urologist is going to try to reprogram to avoid replacing again but the patient was not confident about it helping. No further patient complications were reported as a result of this event.